Event description:
Pt was admitted for removal of a nonfunctioning port-a-catheter (groshong catheter). Upon removal, only 7.5 cm of catheter was noted. The original length was 50 cm. Pt was transferred to another hosp where the remaining portion of the catheter was removed by use of the heart cath lab. Implant site- rt. Subclavian and chest